Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10apr2020.

Event description:
It was reported that the ventilator had an issue with the power supply. There was no patient involvement. The customer spoke with philips service engineer and stated the unit was running properly and back in service, that it was a 'user error'. Upon a follow up, the customer stated that the issue with the power supply was a 'lift off error' and that extended self test (est) was performed and let run over the weekend to address the reported issue. No additional information was provided by the customer despite multiple attempts being made for additional information.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.